Event description:
It was reported that this right ventricular (rv) lead has been showing a gradual rise in shock lead impedances. At this point the values are high, out of range. It was recommended to increase the upper limit for our of range to 150 ohms. If the values exceed the 150 ohms mark, a sync max energy shock was recommended. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.